Manufacturer narrative:
Event date is an approximate. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received form a consumer regarding a patient with an implantable neurostimulator (ins) for radicular pain syndrome. It was reported that the patient wanted the device removed and wanted to know how to get that done. The device was put in 2006, and the patient said it hasn¿t been working since 2009. No further complications were reported.